Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address acetabular cup loosening. It was noted that the cup had become loose due to a hole on the anterior medial side of the cup.

Manufacturer narrative:
The complaint states patient was revised to address acetabular cup loosening. It was noted that the cup had become loose due to a hole on the anterior medial side of the cup. A complaints database search and review of manufacturing records did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep (B)(4).